Event description:
The 1st step overlay system first malfunctioned early in the shift by locking its controls so that none of the settings could be changed. A representative from kci came to the unit and resolved the issue. Later it was noticed the 1st step overlay felt very hot to the touch. The temperature control showed that the air temp inside the overlay was 140 degrees fahrenheit and rising. Immediately shut off the unit and assessed patient for injury. The patient's skin was unharmed but his temperature had begun to rise. After about one hour, the patient's temp began to drop without any interventions. The unit was turned back on and remains cool to the touch at this time. This patient has had a real problem keeping their temperature within the set limits despite cooling measures, cooling blanket over them, ice bags and tylenol. Perhaps a temperature alarm could help us avoid this situation in the future. This unit seems to be operating properly at this time but will be replaced during day shift.